Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture (grade iii). The device remains implanted.

Manufacturer narrative:
Fi results: training records of the personnel involved in the shell fabrication of work order 3130832 were reviewed and it was confirmed that they were trained in the applicable revision of qa155 (shell inspection procedure) at the time of performing the activities related to those procedures. In addition, training records of the personnel involved in the assembly of work order (B)(4) were reviewed and it was confirmed that they were trained in the applicable revision of mp-810 (single-lumen gel-implant and sizer shell patching), mp-818 (gel filling and curing of implants) and mp-825 (primary packaging) at the time of performing the activities related to those procedures. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported left side "capsular contracture (grade iii)" and "superior malposition". The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture (grade iii) and malposition. The device has been explanted.

Event description:
Healthcare professional additionally reported "superior malposition."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 g1 h3 h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, observed split in patch area, it is out of specification per qa 199.04 rev 8.0 and creases fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: split in patch area due to a workmanship. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with the current manufacturing procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.